Event description:
We received reports of multiple alarms on intra-aortic balloon pumps alarming "helium loss alarming" with the printout saying "possible helium loss 2 subcode 0". This resulted in catheter replacement procedure which are high risk. This has been a frequent error for these new arrow consoles. Manufacturer response for intra-aortic balloon pump, ac3 optimus intra-aortic balloon pump (per site reporter). They have sent a field service rep to examine device.